Manufacturer narrative:
The insulin pump was received with a cracked end cap, minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump was dropped and the bottom almost fell out so he taped the casing. Customer's blood glucose was 122 mg/dl. The crack is all around the base. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.